Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/22/2023, it was reported by a sales representative via email that an ar-2324pslc peek-swivelock c eyelet broke off when inserting the anchor. The case was completed with another ar-2324pslc peek-swivelock c suture anchor. This was discovered during an rcr procedure on (B)(6) 2023. Additional information received on 3/24/2023: all of the fragments were retrieved out of the body.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.